Event description:
It was reported that the customer inadvertently delivered insulin to self after performing the fill tubing process while attached to site. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The t:slim pump user guide warns against filling the infusion set tubing while the tubing is connected to the body as it will result in an intended delivery of insulin. The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.